Event description:
Account reported that during therapy, the laser fiber of the vari-lase 55cm kit broke during procedure. No patient impact was reported by the account.

Manufacturer narrative:
Results and conclusion are pending following the close of manufacturer's investigation.